Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, olympus confirmed the transducer plug had deterioration/damage. However, the root cause could not be identified. Therefore, the most probable cause of the complaint is cause not established, that is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the shockpulse lithotripsy had transducer plug deterioration/damage. There was no patient involvement.